Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic ventral hernia procedure, while on tacking mesh, the surgeon had difficulty loading 2nd, 3rd, and 4th reload. The distal pin was not observed not vertical. The handle was dry fired multiple times to get it to re-zero. This worked for reloads 2 and 3 but not for the 4th. The distal pin was noted to be horizontal upon removal of all reloads. The loads were confirmed to be loaded properly at the time. Replaced by a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first device noted the timing was disengaged. Visual inspection of the second device noted no abnormalities. No device loading unit (dlus) were received. Functionally, the handle of the both instruments could be actuated and the units cycled properly with no dlu attached. Additionally, the articulation knob of both instruments functioned properly. A test dlu could not be loaded onto the first instrument due to the disrupted timing of the device. A test dlu from could be properly loaded onto the second instrument. All eight tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. However, since no dlus were received, it cannot be determined if the disrupted timing is a result of improper loading of a dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.